Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a band ligation procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the bands were stuck and would not release. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.